Manufacturer narrative:
A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date of 2014-02-14 and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. One device was returned for investigation. Visual inspection of the device received showed the bottom socket thermistor not being pushed in all the way, the bottom socket damaged due to the wrong screw being used, and fluid ingression on the printed circuit board (pcb). During functional testing the complaint could not be confirmed. The device did not alarm for top socket but did go into over temp and alarm after running for 20 min. Replaced the pcb due to fluid ingression, the bottom socket due to it being damaged, the drain valve due to it being seized, the label set, o-rings and the fan guard as preventative maintenance.

Event description:
It was reported that during preventative maintenance, the warmer top connector was not visible, and the device alarmed.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. Operator of device and event date are unknown.